Manufacturer narrative:
The unique device identifier (UDI) is unknown because the part and lot number were not provided. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The investigation was unable to determine a conclusive cause for the reported complaint. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported in a general comment regarding nc trek rx balloon dilatation catheter that there is always a little resistance pulling a used 4.0 nc balloon out, usually at it meets the catheter. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.